Manufacturer narrative:
Date of event: exact date unknown, event occurred a few months ago from date manufacturer was made aware. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2317700, model: sc-2317-70, serial: (B)(4), batch: 3176207.

Event description:
It was reported that the leads had migrated. The patient underwent a revision procedure wherein the leads were pushed back up to the original position. The patient was doing well postoperatively.